Manufacturer narrative:
No product was requested.

Event description:
It was reported that the patient administered a bolus of 30 units of insulin via her infusion device when her intention was to record an entry of 30 grams of carbohydrates. The patient passed out and had a seizure. Paramedics took her to the hospital where she was treated with an IV. No product malfunction was alleged. No product was requested to be returned for product evaluation.